Event description:
The customer reported that while the panorama central station was in use monitoring pts along with telepacks, the central display went blank. No pt injury was reported.

Manufacturer narrative:
The company service representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to use. No pt injury was reported.